Event description:
It was reported that the pt got a hit to her head by a wardrobe rack. Since then she feels wearing the processor as uncomfortable. Exchanging the external parts did not improve. Testing revealed, that all electrodes except of e3, e5, and e8 have status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.